Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by distributor in a foreign country. The product is not sold in USA but it is similar to a product which is sold in the USA. Method: no complaint device provided. From the photograph, it can be seen that the bag is sealed and the connector in question is absent from the kit. Results: this is the only complaint of this nature received for the given lot number. This missing component is most likely due to operator error in the packing process. Conclusion: the device was out of specification. Missing components from circuit kits is a known problem currently being addressed through an open CAPA. The occurrence rate for this type of fault is approx. 0.03% worldwide for the last year.

Event description:
A hospital in a foreign country reported that a connector was not provided with the rt102 adult breathing circuit kit.